Manufacturer narrative:
(B)(4)

Event description:
It was reported by the affiliate that the patient enrolled in the (B)(4) adjustable gastric band (sagb) (B)(4) registry had had band leakage. Band was removed on the (B)(6) 2010. There was no reported patient consequence.